Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated procedure to replace a competitor right ventricular lead. During the procedure, while the physician was tying down the lead, the device setting changed leading to an increase of the rate. Inappropriate magnet response was suspected to be the cause. Weitlaner retractor was placed across the device, and it was unknown why placing a retractor on the device would cause a magnet response. The physician placed a sterile magnet on the device. However, the issue persisted. The cause of the inappropriate magnet response remained unknown. The device was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
The reported field event of inappropriate magnet response was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.